Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the trialysis was placed in right ij with us and fluoroscopy resulted in catheter placement in the pleural space. Physician utilized arrow 24 cm guidewire and only utilizes larger dilator. Catheter was placed and patient returned to unit. Patient decompensated when catheter was later removed in radiology and expired. (B)(6) 2019 -physician stated he believed clinician utilized arrow guidewire because arrow was stiffer.